Manufacturer narrative:
Repairs have not been completed.

Event description:
The account stated the bed left head caster or left foot caster does not seem to be holding in brake as well as they believe it should. When he applies hard pressure to the side of the bed, the casters ratchet.